Event description:
The customer reported that the scope was dirty, and the machine does not accept it during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.